Manufacturer narrative:
(B)(4). The device remains implanted. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the atrial channel. The patient stated that she had been involved in a car accident approximately one year ago. A revision procedure was performed and the atrial lead was removed from service. No adverse patient effects were reported.